Event description:
Customer reported erroneous hemoglobin and red blood cell (rbc) counts were obtained for two patient samples when using the coulter act 5diff cap pierce (cp). Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. Replaced the reagent syringe block / motor assembly and cleaned & lubricated the transport / carriage rails. The probe alignment procedure was performed. Ran reproducibility and controls to verify and system validated. The cause for the erroneous results is unknown; however, maybe attributed to unreliable distribution of reagent due to poor performance of a worn motor in the syringe reagent block module. Product labeling was evaluated. Coulter act 5diff cap pierce (cp) instructions for use, 624021ca, data review, 9.3 reviewing flagged results: important beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include patient limits (h/l), action limits (hh/ll), parameter flags, interpretive messages and analytical alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.